Event description:
Regulatory agency reported "left side "capsular contracture baker grade ii (the breast is had but keeps a normal appearance), rupture, silicon perspiration, deflation and change of device¿s color." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation:  rupture.